Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it was discarded at the customer's site. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following intraocular lens (iol) implantation the patient expressed dissatisfaction with daily driving due to their distance vision. The iol was explanted and replaced with a different model lens, zcb00. Account indicated that the patient's distance vision is better than 1.0 after iol replacement. Product not available for return. No further information provided.